Event description:
It was reported on 1/26/1999, that during a procedure to extract a biliary stent. The device was determined to have migrated above the pt's papilla. This was confirmed by the injection of contrast medium. The device was secured and extracted. No product was returned for eval.